Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-22935, reported manufacturer number: 2017865-2020-22942. It was reported the patient presented for a follow-up revision procedure for chest discomfort. Upon opening the chest pocket, one of the sutures was too tight around the muscle. The physician freed the leads and re-sutured successfully. There was no allegation that the dual chamber pacing system caused or contributed to the patient's pain. The patient was in stable condition.